Event description:
It was reported that the user experienced hyperglycemia with a reported blood glucose around 400 while using the ilet with a cannula-type infusion set, with no reported issues with tubing, and the event resolved with glucose returning to range and subsequently going low. Symptoms included no reported clinical symptoms. Outcomes included no functional impact and no hospitalization. Investigation included customer interview and troubleshooting with education. Investigation of this case revealed that the cause of the hyperglycemia was unclear. It was concluded that the event was related to user experience with no evidence of device malfunction and that no further action was required. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.